Event description:
During angioplasty, balloon inflated and ruptured. Upon removal of catheter, it was noted a fragment of the catheter had sheared off and was retained in the pt. The pt had to go to surgery for removal of retained catheter fragment.